Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: were there any patient consequences? Yes. Was there any surgical delay? Yes. Was the original intent of the procedure changed? Yes. Does the reported information reasonably suggest that one of the company¿s products or product instructions may have: caused or contributed to a death? No. Caused or contributed to a serious injury. Yes. Caused or contributed to the need for additional medical or surgical intervention? Yes. Malfunctioned? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? What was the diagnosis for the procedure? What device was used in the procedure? Verify the lot/batch was used? What tissue was the device stapled on? How was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy after using an ecr60d with long60a in the stomach body, about 2 cm was not stapled and the patient started bleeding.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. Additional information was requested and the following was obtained: what were the indications for surgery? Obesity. What surgical procedure was performed? Sleeve gastrectomy. What was the diagnosis for the procedure? Obesity. What device was used in the procedure? Ecr60d+ long60a. Verify the lot/batch was used? 359a08. What tissue was the device stapled on? Stomach. How was the bleeding identified? It was visible during the operation. What was the total estimated blood loss (ml)? Less than 50 ml. Was a transfusion required? No. How was the bleeding addressed? Suturing. What was the pre and postoperative anti-coagulant and pain management protocol? Waiting for surgeon¿s response. Was the bleeding intraluminal or extraluminal? Extraluminal b1 and h1.